Event description:
According to the reporter, during a laparoscopic colorectal procedure, after firing at the colorectal anastomosis, when the device was removed after making two complete turns until the audible click, it was impossible to remove the device. After several attempts, the device separated from the anvil, which remained in the patient's colon. The device was removed because of the obligation to make multiple significant pulls in order to remove the device. Then multiple traction and digital maneuver to recover the anvil. It was noted that the surgical time was extended and was converted to a laparotomy procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the staple guide noted the instrument was fully applied. Further inspection noted that the green bar was not visible in the indicator window and the safety feature was engaged. The staple guide was observed to be attached to the instrument with no damage to the staple guide. After actuating the handle, the pusher fingers appeared to be intact and inspection under the microscope displayed divots on the knife blade. The anvil of the instrument was observed to be tilted and separated from the instrument. Further inspection of the anvil cutting ring showed deep traces of knife impression and the ring was received completely severed. Functional testing found that the wing nut and safety functioned properly upon rotating the twist knob. The green bar was visible within the indicator window when the twist knob was fully closed. The instrument was applied to the appropriate test media producing acceptable results. Pusher-fingers and knife advance when the handle was squeezed and the knife cut the media cleanly and completely, despite the noted knife blade damage. The device was subjected to a measured anvil retention test with a result of 5.57 lbs. Force required. The acceptable specification was 4.3 to 16.0 lbs. The device also produced all audible, tactile and visual indicators during the f unctional testing. It was reported that it was difficult to remove from cavity and anvil disengaged. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.